Event description:
Notified by medical dir of this complaint. Complaint described as "the lines are coming apart at the heparin line which is pulling out of the connector". Telephone message left at facility for return telephone call from d.o.n. Message left with administrator also. Received the following info: a separation of the heparin line and the tubing tee connector occurred approx 2.5 hrs into dialysis. There was significant blood loss (200 cc), although no pt injury, and there was medical intervention (epogen dose increased) prescribed by the physician. Post incident hematocrit was stable at 35%. Actual complaint sample is available for evaluation and has been requested. MDR filed on reported blood loss.